Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported their reason for the call was that they were feeling stimulation down their leg and to their foot. The patient reported that they felt pain right where the toes bent and gave them issues walking. The patient noted they felt it most when reclining. The patient stated they had tried decreasing amplitude and they still had the issue. They contacted the health care professional (hcp) who had said the leads possibly moved or scar tissue forming over the lead may be causing this. When asked if the patient had any instances that could have moved the leads, the patient sated that turning the trial phase, the lead got ¿snagged¿ on a door knob. The patient noted however they had x-rays done after this and it showed the lead placement had still been ok. The patient went through all programs and on program 6 at 1.5 they felt stimulation in the bicycle seat and a tiny bit in the foot, at programs 1 and f they felt stimulation in the bike seat area and foot, on program 7 they felt it in the calf and a stabbing above the stimulator on program 4 and in the foot on program 3 and 2. The patient was going to monitor their symptoms and follow up with the health care professional (hcp) /manufacturer representative (rep) as needed for possible reprogramming. The patient asked if they would need surgical intervention and patient services reviewed the information and redirected the patient to the hcp. It was noted that the patient¿s relevant medical history included just getting out of a mental hospital (which was not alleged to be related to the device/therapy.) No further complications were reported at this time.